Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, it was reported the patient experienced brachial plexopathy. As a result, the patient received an emg and medication. The event was last reported to be resolved. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.